Event description:
A customer reported experiencing a cartridge alarm identified as alarm 31. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue with consecutive cartridges and arranged to replace the defective pump. The customer was advised on how to handle the pump return process and was informed about the necessary steps upon receipt of the replacement. Additionally, technical support provided guidance on putting the pump into storage mode. The customer understood all instructions and planned to continue using the current pump as backup therapy until the replacement arrived.